Manufacturer narrative:
Reported event: the surgeon did not remove the tibial checkpoint from the patient¿s acetabulum prior to closing the incision. The incision was reopened and the checkpoint was removed. There was a 30 minute delay to reopen the incision and retrieve the checkpoint. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: the lot number of the device in this complaint was not provided and the part was not returned for evaluation. As a result, not DHR review can be completed. Complaint history review: a review of complaints in (B)(6) related to p/n 111651, all lot numbers shows zero additional complaints in the past 2 years related to the failure in this investigation. Tracking of complaints related to the 111654 part number will be tracked through quarterly trend request #925. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The product was not returned for evaluation.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the surgery, it was noticed that the checkpoint was not removed from patient. Stryker representative realized, notified surgeon and medical intervention was performed to remove checkpoint. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the surgery, it was noticed that the checkpoint was not removed from patient. Stryker representative realized, notified surgeon and medical intervention was performed to remove checkpoint. The outcome of the case was successful.